Manufacturer narrative:
During quality investigation testing, the device exceeded the maximum allowed temperature rise. Further investigation revealed a broken rotor, drive shaft and other component parts. Corrosion damage to the motor and a damaged spindle housing were identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair and it overheated during the quality investigation testing.